Event description:
It was reported that the pt presented to the clinic after experiencing vibratory alert for high voltage lead impedance greater than upper limit. Review of the trend showed average measurements were within normal limits. The upper limit was raised to resolve the issue.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.